Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) exhibited less than month of remaining longevity aft ER being implanted for approximately two years and four months. The ICD was reprogrammed, and the remaining battery voltage showed some recovery. The ICD remains in use. No patient complications have been reported as a result of this event.